Event description:
During a normal device replacement procedure, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was unable to be removed from the device header during the procedure, therefore, the rv lead was capped and replaced to resolve the event. The patient was stable.